Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
An email was received regarding primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch, alleging that the tubing may have been leaking near the filter area. The baby's isolette was opened and the smell of total parental nutrition (tpn) was noted. The intravenous (IV) fluid tubing was leaking tpn. There were no reported patient involvement and harm.